Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer left insulin pump with healthcare professional, stating that insulin pump was not working. It was found that customer received thirty-five no delivery alarms within two weeks. It was also found that customer was changing infusion set every two to five and even six days. It was also reported that customer was hospitalized on august 15, 2015. It was reported that customer's mother called the paramedics after seeing customer sitting on the bed with blood all over. Customer had an oozing abscess on the abdomen the size of a watermelon. It was reported that the abscess smelled really bad and it was drained when at the hospital. Customer was wearing insulin pump at the time of hospitalization.